Manufacturer narrative:
The field service engineer replaced the touchscreen. The device was working properly with passing pa. The touchscreen assembly was returned and tested; no failures were identified.

Event description:
The customer reported that the touch screen works intermittently even after calibration. The issue was found in the biomed shop during the calibration test. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported touchscreen calibrates successfully but keeps going out of specification and unable to use the touchscreen. Product support advised and suspected the touchscreen assembly and provided part identification for the touchscreen.